Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The investigation could not determine a specific root cause. As the calibration signals were within expectations and the quality control data was within the customer's individual specifications, no reagent issue was evident. It was noted the centrifugation settings did not meet the tube manufacturer recommendations which could be a cause of the event. In addition, build up of static electricity in sample tubes could be a potential cause.

Manufacturer narrative:
The field service representative found the ohmic resistance between the reagent carousel plate and ground was too high at 9 ohms. Also the same resistance between the sample disk and ground was 10 ohms. This caused excessive static buildup on the carousels which interfered with the capacitive liquid level detection (lld) which in turn caused aspiration problems. He stretched the spring under each carousel in order to bring both ohmic resistance values down to below 1 ohm and to have a low resistance path for static buildup to flow away from the carousels to ground. This was a potential cause of the event.

Event description:
The user received a questionable testosterone generation 2 result for one patient sample aliquoted by the modular preanalytic system (mpa). The initial result was <0.42 nmol/l with a data flag. The repeat results were 14.89 nmol/l and 15.24 nmol/l. The incorrect result was reported outside the laboratory. The patient was not adversely affected. The testosterone reagent lot number was 16519903 with an expiration date of 09/30/2012.